Event description:
It was reported that surgeon performed a revision surgery to remove an ifuse implant. Per the si-bone employee, the surgeon informed that distributor regarding the revision surgery after it was performed. The surgeon thought patient issue was due to a potential infection, however, after the removal (procedure was difficult) the surgeon realized that everything was fine. The patient continued to have pain after the implant removal. Revision surgery date was not provided and several attempts to obtain additional information has been unsuccessful as of the date of this report.

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual and fmea, the root cause is unknown.